Event description:
It was reported that customer experienced past issues with fill estimates and was unsure whether alarms had occurred at the time of the events. There was no adverse impact to the customer's blood glucose level. Customer resolved issues by reloading same cartridge and replacing supplies, while technical support reviewed pump logs. Multiple follow up attempts were made but customer did not respond.